Manufacturer narrative:
The serial number of the analyzer is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable bil-d gen.2 results for two patient samples tested on the cobas c 503 analytical unit. Sample 1 (B)(6) 2026): the initial result was 0.953 mg/dl. The sample was repeated 5 times and the results were 0.131 mg/dl, 0.139 mg/dl, 0.128 mg/dl, 0.129 mg/dl, and 0.133 mg/dl. The sample was repeated 5 more times and the results were 0.132 mg/dl, 0.128 mg/dl, 0.134 mg/dl, 0.135 mg/dl, and 0.132 mg/dl. The sample was repeated once more and the result was 0.136 mg/dl. Sample 2 (B)(6) 2026): the initial result was 0.757 mg/dl. The sample was repeated 5 times and the results were 0.239 mg/dl, 0.231 mg/dl, 0.232 mg/dl, 0.232 mg/dl, and 0.229 mg/dl. The sample was repeated 5 more times and the results were 0.231 mg/dl, 0.228 mg/dl, 0.228 mg/dl, 0.233 mg/dl or 0.223 mg/dl, and 0.231 mg/dl. The sample was repeated two more times and the results were 0.228 mg/dl and 0.224 mg/dl.

Manufacturer narrative:
One additional sample (sample 3) generated discrepant bil-d gen.2 results: sample (B)(6)2026): the initial result was 1.12 mg/dl. The repeat result was 0.135 mg/dl. The sample was repeated 5 times, and the results were 0.129 mg/dl, 0.131 mg/dl, 0.134 mg/dl, 0.134 mg/dl, and 0.129 mg/dl. The sample was repeated 5 more times and the results were 0.135 mg/dl, 0.134 mg/dl, 0.129 mg/dl, 0.131 mg/dl, and 0.126 mg/dl. Qc and calibration are acceptable. A review of the alarm trace revealed several abnormal aspiration errors, indicating sample quality issues. All 3 samples contained microclots, and especially sample 3 was not well separated and contaminated with a gel layer. The investigation determined that the event was due to pre-analytical handling issues.